Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) contacted the customer who reported that they replaced the suspect instrument to resolve the issue. The system was monitored through several subsequent cases with no issues identified, so no site visit was conducted by the fse. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer or while the surgeon was attempting to manipulate instruments from the surgeon console. The failure is not related to an inability to move the instrument at all. The timing of instrument movement was not appropriate. No shakiness and/or friction was experienced/observed. The issue occurred one time when the surgeon was placing the instrument into the trocar. The drape is not available for return. The device was inspected prior to use and nothing was observed out of the ordinary. There are no photographic images of the device(s) or a video recording of the procedure available for review. The issue occurred at the beginning of the procedure. The following patient demographics were provided. Patient age and age units, date of birth, gender, weight and weight units, ethnicity, and race.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode cannot not be determined as the product will not be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, universal surgical manipulator 2 (usm) moved on its own. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs for arm 2 and identified a 282 sterile adapter issue. After docking, the customer installed an instrument on arms 2 and 4. However, the instrument was not ever being controlled by the surgeon and went into the body, opened up and traveled down to tissue; and opened and closed on tissue by itself. The instrument was stuck on tissue and the customer had to use the instrument release kit (irk) to release the instrument from the tissue successfully. The customer reseated the sterile adapter and the new instrument worked as intended with no issue. The user completed the procedure using the same system. No known impact or patient consequence was reported.